Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and medical experts¿ assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- ¿the device has been used as intended. Both tibial and talar components are intact. With the information in the written information provided with the case, the CT-scan can be used to support the surgeons assumption and the justification for the revision.¿ based on investigation, the root cause was attributed to a patient-related issue. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented in pain. The physician is planning to revise an inbone talus due to gutters needing to be cleaned out and talus down sized. There is no allegation for product failure, just patient scar tissue and bone growth. Allegedly, the patient may need to undergo a revision surgery for these reasons.